Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the pump was revised and moved back in 2019 due to an infection. The healthcare provider (hcp) mentioned that the patient was not using the pump.

Event description:
Information was received from a consumer and healthcare provider regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. The hcp mentioned that the patient reported that the pump was revised and moved back in 2019 due to an infection. The healthcare provider (hcp) mentioned that the patient said she was not using the pump. Additional information received from a health care provider (hcp) indicated that they did not have that type of information. The hcp stated that the MRI exam was never done as the patient stated this problem was take care of in another state. Since moving to tennessee, the hcp stated that they did not think she was having the device managed. The hcp then provided the contact information for the patient and stated again that they did not perform any MRI imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.